Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging to have lymphoid leukemia while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged lymphoid leukemia. There was no medical intervention required by the patient.the reported lymphoid leukemia and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information,the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
Additional information was received on (B)(6) 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed observed an unknown dust contaminant on the front panel, top enclosure, under both flip doors, on the rear panel, and inside the inlet of the blower box. An unknown contaminant was observed on the bottom enclosure, in the track of the ui panel, and on the rear panel. The bottom enclosure was observed to have dust-like contaminant on it. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. A keratin-like substance was observed at the blower box outlet. ER-2243857 (v01) addresses the issue of keratin. Evidence of sound abatement foam degradation was not observed. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found 0 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and was not able to confirm the complaint, or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.